Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 273, 232, 216, 212 and 226 mg/dl. The customer¿s expected am fasting blood glucose test result range is 120-150 mg/dl. The customer feels well and did not report any symptoms. Customer stated she went to the pharmacy that day as she was concerned with the results of the meter; pharmacy advised to contact manufacturer. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/31/2026 and open vial date is 15 days ago. The meter memory was reviewed for previous test result history: result 1: 273mg/dl date: (B)(6) time: 11:48 fasting. Result 2: 232mg/dl date: (B)(6) time: 12:59 fasting. Result 3: 216mg/dl date: (B)(6) time: 12:06p fasting. Result 4: 212mg/dl date: (B)(6) time: 9:30a fasting. Result 5: 226mg/dl date: (B)(6) time: 9:36a fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to contacting pharmacy due to meter results. Meter and test strips were returned for evaluation. Reported defect not reproduced on returned meter and strip. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(4).: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.